Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08572. Not returned to manufacturer.

Event description:
It was reported that patient had initial radial head replacement procedure. Subsequently, patient was revised was revised after (17) seventeen months post initial surgery due to disassociation of the radial stem and radial head causing pain. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination. Examination of the provided patient x-ray confirms device disassociation in-vivo. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.